Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
During follow up on an unrelated customer experience it is indicated that the patient was hospitalized on or about (B)(6) 2018 for (B)(6) peritonitis. Additional information was solicited.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Information in the complaint file was reviewed. On (B)(6) 2018 during follow-up for file (B)(4), the peritoneal dialysis registered nurse (pdrn) for this (B)(6) male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reported the patient was hospitalized on or about (B)(6) 2018 with fungal peritonitis. The pdrn stated the fungal peritonitis was unrelated to pd therapy and/or pd solutions; however the etiology of the fungal peritonitis (organism unknown) was not given. According to the pdrn, the patient¿s pd catheter (not a fresenius product) was removed, and the patient transitioned (date unknown) to hemodialysis (hd) until the patient¿s pd catheter exit site heals (parameters unknown). Reportedly once the patient has recovered, continued use of pd therapy for rrt will be reassessed. Additional information has been requested, however remains unavailable at the time of this investigation. As of (B)(6) 2018 (last documented communication), the patient¿s daughter stated the patient remained hospitalized.

Manufacturer narrative:
Clinical review: a temporal association exists between ccpd therapy with the liberty select cycler and the patient¿s adverse event of fungal peritonitis which required hospitalization on or about (B)(6) 2018. However, based on the information available at the time of this clinical investigation, there have been no reported allegations or documentation indicating the liberty select cycler malfunctioned in any way to cause or contribute to the event of fungal peritonitis. Additionally the pdrn reported causality was unrelated to pd therapy and/or pd solutions. A supplemental report will be submitted upon completion of the plant¿s investigation.